Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel"), menorrhagia ("heavy menstrual periods") and device dislocation ("on hysteroscopy the inserts were no longer visible in the uterine cavity") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy, multigravida (gravida 4), parity 3 (three deliveries by the vaginal route), termination of pregnancy (one) in (B)(6) 2012 and contact eczema. No history of atopic allergy apart from a contact eczema reaction to earrings and sometimes the button on jeans. Previously administered products included for contraception: spermicidal ovules for contraception. Concurrent conditions included cigarette smoker. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), mood swings ("mood swings, mood disturbances") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fallopian tube cyst ("serous cystadenoma of uterine tubes bilaterally"), endometrial hyperplasia ("hyperplastic polyps in endometrium"), abdominal adhesions ("small sub-hepatic right colon adherence") and arthralgia ("joint pain, notably in the hip"). The patient was treated with paracetamol (dafalgan), ketoprofen (profenid), povidone-iodine (povidone iodine), spasfon, cefazolin, surgery (hysteroscopy, laparoscopic bilateral salpingectomy with removal of essure inserts) and surgery (curettage + novasure?). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, device dislocation, fallopian tube cyst, endometrial hyperplasia, abdominal adhesions, asthenia, mood swings, arthralgia and fatigue outcome was unknown. The reporter considered abdominal adhesions, allergy to metals, arthralgia, asthenia, device dislocation, endometrial hyperplasia, fallopian tube cyst, fatigue, menorrhagia and mood swings to be related to essure. The reporter commented: in removal report on (B)(6) 2017 the following information is mentioned: "the patient has an allergy to nickel, potentially responsible for her symptoms". Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2017: reaction to nickel (B)(6) 2012 hysteroscopy for essure insertion without general anesthesia: placement of insert on left with no problem and 3 trailing spires. Placement of insert on right with no problem and 2 trailing spires. Procedure was pain-free. On (B)(6) 2017: the allergist reported the following in his report: presence of a reaction to nickel. The reaction was not major health but was irrefutable. On (B)(6) 2017: diagnostic hysteroscopy under local anaesthetics on (B)(6) 2017: hysteroscopy, curettage + novasure? + open laparoscopy: bilateral salpingectomy with removal of essure inserts. On hysteroscopy the inserts were no longer visible in the uterine cavity. Total salpingectomy with removal of the inserts was proposed, thermocoagulation with novasure? And, if failure perhaps hysterectomy. Uterine cavity normal. Right tubal ostium: normal in appearance. Left tubal ostium: normal in appearance. Endometrial mucosa: desquamative in view of menses. Open laparoscopy: bilateral salpingectomy with removal of essure inserts. Exploration of abdomen: small sub-hepatic right colon adherence. Uterus normal. Right appendages normal. Left appendages normal. Coagulation of broad ligament of uterus on right to perform retrograde salpingectomy. Same procedure on left. Peri-operative blood loss: 10 ml. Specific difficulties during procedure: none. On (B)(6) 2017: pathological anatomy report: nature of specimen: right and left uterine tubes, endometrium (curettage). Conclusion: hyperplasic polyps in endometrium with no atypical cells. Serous cystadenoma of uterine tubes bilaterally. No suspect proliferation of epithelium of uterine tubes. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed 424 cases. Allergy to metals. The analysis in the global safety database revealed 274 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 28-jul-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel"), menorrhagia ("heavy menstrual periods") and device dislocation ("on hysteroscopy the inserts were no longer visible in the uterine cavity") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy, multigravida (gravida 4), parity 3 (three deliveries by the vaginal route), termination of pregnancy (one) in (B)(6) 2012 and contact eczema. No history of atopic allergy apart from a contact eczema reaction to earrings and sometimes the button on jeans. Previously administered products included for contraception: spermicidal ovules for contraception. Concurrent conditions included cigarette smoker. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), mood swings ("mood swings, mood disturbances") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fallopian tube cyst ("serous cystadenoma of uterine tubes bilaterally"), endometrial hyperplasia ("hyperplastic polyps in endometrium"), abdominal adhesions ("small sub-hepatic right colon adherence") and arthralgia ("joint pain, notably in the hip"). The patient was treated with paracetamol (dafalgan), ketoprofen (profenid), povidone-iodine (povidone iodine), spasfon, cefazolin, surgery (hysteroscopy, laparoscopic bilateral salpingectomy with removal of essure inserts) and surgery (curettage + novasure?). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, device dislocation, fallopian tube cyst, endometrial hyperplasia, abdominal adhesions, asthenia, mood swings, arthralgia and fatigue outcome was unknown. The reporter considered abdominal adhesions, allergy to metals, arthralgia, asthenia, device dislocation, endometrial hyperplasia, fallopian tube cyst, fatigue, menorrhagia and mood swings to be related to essure. The reporter commented: in removal report on (B)(6) 2017 the following information is mentioned: "the patient has an allergy to nickel, potentially responsible for her symptoms". Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2017: reaction to nickel (B)(6) 2012 hysteroscopy for essure insertion without general anesthesia: placement of insert on left with no problem and 3 trailing spires. Placement of insert on right with no problem and 2 trailing spires. Procedure was pain-free. On (B)(6) 2017: the allergist reported the following in his report: presence of a reaction to nickel. The reaction was not major health but was irrefutable. On (B)(6) 2017: diagnostic hysteroscopy under local anaesthetics on (B)(6) 2017: hysteroscopy, curettage + novasure? + open laparoscopy: bilateral salpingectomy with removal of essure inserts. On hysteroscopy the inserts were no longer visible in the uterine cavity. Total salpingectomy with removal of the inserts was proposed, thermocoagulation with novasure? And, if failure perhaps hysterectomy. Uterine cavity normal. Right tubal ostium: normal in appearance. Left tubal ostium: normal in appearance. Endometrial mucosa: desquamative in view of menses. Open laparoscopy: bilateral salpingectomy with removal of essure inserts. Exploration of abdomen: small sub-hepatic right colon adherence. Uterus normal. Right appendages normal. Left appendages normal. Coagulation of broad ligament of uterus on right to perform retrograde salpingectomy. Same procedure on left. Peri-operative blood loss: 10 ml. Specific difficulties during procedure: none. On (B)(6) 2017: pathological anatomy report: nature of specimen: right and left uterine tubes, endometrium (curettage). Conclusion: hyperplasic polyps in endometrium with no atypical cells. Serous cystadenoma of uterine tubes bilaterally. No suspect proliferation of epithelium of uterine tubes. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 25-jul-2017 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed 419 cases. Allergy to metals. The analysis in the global safety database revealed 271 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 24-jul-2017: case correction upon internal review: essure lot number was reported as 936685. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel"), menorrhagia ("heavy menstrual periods ") and device dislocation ("on hysteroscopy the inserts were no longer visible in the uterine cavity") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tonsillectomy, multigravida (gravida 4), parity 3 (three deliveries by the vaginal route), termination of pregnancy (one) in (B)(6) 2012 and contact eczema. No history of atopic allergy apart from a contact eczema reaction to earrings and sometimes the button on jeans. Previously administered products included for contraception: spermicidal ovules for contraception. Concurrent conditions included cigarette smoker. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), mood swings ("mood swings, mood disturbances") and fatigue ("fatigue"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fallopian tube cyst ("serous cystadenoma of uterine tubes bilaterally"), uterine polyp ("hyperplastic polyps in endometrium"), abdominal adhesions ("small sub-hepatic right colon adherence") and arthralgia ("joint pain, notably in the hip"). The patient was treated with paracetamol (dafalgan), ketoprofen (profenid), povidone-iodine (povidone iodine), spasfon, cefazolin, surgery (hysteroscopy, laparoscopic bilateral salpingectomy with removal of essure inserts and curettage + novasure?). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, menorrhagia, device dislocation, fallopian tube cyst, uterine polyp, abdominal adhesions, asthenia, mood swings, arthralgia and fatigue outcome was unknown. The reporter considered abdominal adhesions, allergy to metals, arthralgia, asthenia, device dislocation, fallopian tube cyst, fatigue, menorrhagia, mood swings and uterine polyp to be related to essure. The reporter commented: in removal report on (B)(6) 2017 the following information is mentioned: "the patient has an allergy to nickel, potentially responsible for her symptoms". Diagnostic results (normal ranges are provided in parenthesis if available): skin test - on (B)(6) 2017: reaction to nickel on (B)(6) 2012 hysteroscopy for essure insertion without general anesthesia: placement of insert on left with no problem and 3 trailing spires. Placement of insert on right with no problem and 2 trailing spires. Procedure was pain-free. On 19-jan-2017: the allergist reported the following in his report: presence of a reaction to nickel. The reaction was not major health but was irrefutable. On (B)(6) 2017: diagnostic hysteroscopy under local anaesthetics. On (B)(6) 2017: hysteroscopy, curettage + novasure? + open laparoscopy: bilateral salpingectomy with removal of essure inserts. On hysteroscopy the inserts were no longer visible in the uterine cavity. Total salpingectomy with removal of the inserts was proposed, thermocoagulation with novasure? And, if failure perhaps hysterectomy. Uterine cavity normal. Right tubal ostium: normal in appearance. Left tubal ostium: normal in appearance. Endometrial mucosa: desquamative in view of menses. Open laparoscopy: bilateral salpingectomy with removal of essure inserts. Exploration of abdomen: small sub-hepatic right colon adherence. Uterus normal. Right appendages normal. Left appendages normal. Coagulation of broad ligament of uterus on right to perform retrograde salpingectomy. Same procedure on left. Peri-operative blood loss: 10 ml. Specific difficulties during procedure: none. On (B)(6) 2017: pathological anatomy report: nature of specimen: right and left uterine tubes, endometrium (curettage). Conclusion: hyperplasic polyps in endometrium with no atypical cells. Serous cystadenoma of uterine tubes bilaterally. No suspect proliferation of epithelium of uterine tubes. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26-jun-2017 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed 405 cases. Allergy to metals. The analysis in the global safety database revealed 260 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 22-jun-2017: lawyer provided medical records: age of patient and medical history added. Essure insertion report provided. Essure removal report on (B)(6) 2017. Case upgraded to incident. Causality assessment of allergologist provided (medically confirmed): the patient has an allergy to nickel, potentially responsible for her symptoms. New events "allergy to nickel", "joint pain, notably in the hip", "on hysteroscopy the inserts were no longer visible in the uterine cavity", "serous cystadenoma of uterine tubes bilaterally", "small sub-hepatic right colon adherence", "hyperplastic polyps in endometrium", "fatigue". - heath authority number provided from (B)(6). Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.